Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection revealed dried body tissue in the helix housing. As a result, the stylet insertion test and the helix mechanism test were not successful. The electrical continuity and insulation integrity were tested and found to be appropriate. As a result, the cause of the clinical observations could not be confirmed.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Event description:
Boston scientific crm received information that this right atrial lead was exhibiting loss of capture. During the lead revision procedure, it was discovered that the lead was dislodged. As a result, this lead was explanted. No adverse patient effects were noted.